Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used set with packaging was returned for evaluation. Visual examination of the set noted no defects present. The reported line, micro 13, was tested for occlusion per specification with failing results. Line 13 was observed to have difficulty letting air pass through during testing. Upon further investigation a cloudy material was noted to be present in line 13 where the tubing connects to the manifold. A fourier-transform infrared spectroscopy (ftir) scan was ordered to evaluate the substance within the port of the apex transfer set, however, the test could not be performed due to an insufficient extraction of material. The material that had caused the blockage could not be identified. A retained unit was visually inspected no visual defects were noted. The retained unit was occlusion tested per specification with passing results. Although the defect of occlusion was confirmed on the sample the exact root cause could not be determined. The material occluding the fluid path was unable to be tested. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Customer reported occlusion and priming issues with the thiamine solution on line 13 against the apex pump. However, the investigation revealed foreign matter in the transfer set that was used during this event. There was no patient involvement.